Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a check circuit alarm was observed. The device's motor blower was replaced to address the issue. Additionally, no related to a reportable issue, the base enclosure was found to be physically damaged, the flow sensor assembly was found to be contaminated with dust, and the communication board connecting the device to the test station was found to be faulty. The components were replaced. The device was tested and passed all final testing.